Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18g 1-1/2in tw experienced foreign matter contamination. The following information was provided by the initial reporter: contaminated needle on opening packet.

Manufacturer narrative:
Investigation: DHR was reviewed and no foreign matter rejects at the in-process and outgoing inspection. No quality notification was raised for past 12 months on similar reported defect. Unable to confirm the foreign matter type as samples were not returned for evaluation. Therefore, root cause could not be determined.

Event description:
It was reported that the needle 18g 1-1/2in tw experienced foreign matter contamination. The following information was provided by the initial reporter: contaminated needle on opening packet.